Event description:
It was reported that the patient feels a stimulation like an electrical shock in the area of the ICD pocket that sometime extends downs to the patient's foot. The device showed no delivery of any high voltage therapy. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.